Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: headache. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note 1: manufacturer contacted customer in a follow-up calls on 26-sep-2023, 27-sep-2023, 28-sep-2023 and 29-sep-2023 to ensure the customer's condition had improved - able to establish contact with customer who stated he still had the headache. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 03-oct-2023 to ensure the customer's condition had improved and that the replacement products resolved the initial concern - able to establish contact with customer who stated he still had the headache. Customer stated he did not contact the doctor regarding the headache. Customer stated that the replacement products resolved the initial concern.

Event description:
Consumer reported complaint for error messages (e-2, e-3 and e-1). The customer reported having a headache; medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (stored in customer's car). The test strip lot manufacturer¿s expiration date is 02/28/2025 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly.